Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to improper cleaning and/or maintenance.

Event description:
During a demonstration, the cable tensioner "locked up." The event did not occur during a surgical procedure.